Event description:
Caller reported that pump battery would not charge and there was no adverse impact to the customer¿s blood glucose level. Customer used a tandem charging cable and tried different wall outlets and adapters, but none resolved issue. Technical support decided to replace pump, and customer was informed of need for replacement. Existing pump was to be used until replacement arrived, and customer was instructed on returning the faulty pump to tandem with a pre-paid label.